Manufacturer narrative:
H3: product analysis: evaluation of the device determined there was a defective or damaged tip. The most probable cause of failure might be detached distal bearings. It was also noted that tube bearings, input and output shaft bearings, and non-flanged bearings were worn, and the laser markings were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a craniotomy procedure, the attachment burr was not turning straight, it had a defective/damaged tip. The product had contact with the patient. The procedure was completed using backup products. There was a delay in procedure. It was reported that there was no patient or staff impact.